Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that her daughter was in the hospital due to a motor issue with the insulin pump. No further details were given about the patient's blood glucose or hospitalization. Two attempts were made to contact the customer and voicemails were left, but no calls were returned. No products were shipped or returned.